Event description:
It was reported that during an unknown procedure, the jaws could not be opened. As the jaws did not clamp the patient's tissue, there was no damage. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; two malformed clips were released.. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, no clips were fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted broken. Please note that feed link condition is unrelated with the event reported. A design change was implemented to minimize the occurrence of opening issue. Please note the returned device was manufactured prior to the implementation of this change. No incident related to the reported event was observed during the batch record review.